Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during peak covid admissions, many of the patients they treated with arctic gel pads while lying prone on the bed developed pressure wounds. User could not give any specifications and was very general. Also mentioned that they were no longer proning these patients and hence no longer had issue. It was unknown what medical intervention was provided for pressure wounds.

Event description:
It was reported that during peak covid admissions, many of the patients they treated with arctic gel pads while lying prone on the bed developed pressure wounds. User could not give any specifications, it was very general. Also mentioned that they were no longer proning these patients and hence no longer had issue. It was unknown what medical intervention was provided for pressure wounds.

Manufacturer narrative:
Upon further review, it has been determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.